Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure via right internal jugular vein using powerport isp MRI 6f chronw/os. During the preparation of a port placement procedure, the sheath was allegedly found to be damaged at the tip and not functioning properly. It was further reported that from new set the vascular sheath was allegedly found bent and broken. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows an introducer sheath loaded with vessel dilator. No visual anomalies were noted in the tip of the sheath. Therefore, the investigation is inconclusive for the reported fracture, deformation and device damaged prior to use issues as the photo evidence provided is not sufficient to confirm the reported events. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure via right internal jugular vein using powerport. During the preparation of a port placement procedure, the sheath was allegedly found to be damaged at the tip and not functioning properly. It was further reported that from new set the vascular sheath was allegedly found bent and broken. The procedure was completed using another device. There was no patient contact.